Event description:
A field service engineer (fsr) reported that while performing a sample probe calibration on the axsym analyzer he accidentally placed his hand in the path of the moving sample probe piercing the nail of his middle finger. The fsr was wearing disposable gloves. A doctor at a hospital emergency room cleaned the wound and administered a tetanus vaccination. The doctor also prescribed medication (pills) containing lamivudine, zidavudine, lopinavin and ritonavin. Blood was drawn for (polymerase chain reaction) pcr testing and liver function. No patient results were impacted due to this issue.

Manufacturer narrative:
(B) (4). Product labeling was reviewed and was found to contain information on the correct procedure for performing a sampling probe calibration, operational precautions, and hazards of the axsym system. The axsym system is equipped with protective doors. The system status must be paused, ready, or stopped when performing maintenance procedures. Labeling warns that probes are sharp and potentially contaminated with infectious materials. Avoid contact with these components and handle them cautiously in order to prevent injury. No adverse trends due to operators being injured by sampling probes on the axsym analyzer were identified. Based on the available information, product labeling was determined to be adequate and no deficiency was identified related to the issue under evaluation.